Event description:
It was reported the customer was not wearing the sensor due the significant variations between the sensor glucose and blood glucose reading. In the alarm history there were weak sensor, predicted high blood glucose and predicted low blood glucose alerts. The customer's blood glucose was 173 mg/dl. The customer stated that there were two sensors in a row that would not "latch on" to the correct range with the blood glucose. The customer declined troubleshooting because they were at work. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2014-99596.